Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump had a blank display, stuck button alarm, flashing display, beeping and pump error. Device will tested and downloaded for display anomaly, stuck button alarm, beeping and pump error. Device alarmed critical pump error and beeping after battery installation. No blank display noted. Pump error 35 was noted in the insulin pump history download on (B)(6) 2021 03:00:00.000 due to moisture damage to force sensor. Device successfully downloaded to thumps. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unable to verify flashing display or keypad anomaly due to critical pump error. Verified insulin pump alarmed stuck button alarm on (B)(6) 2021 20:53:44.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Device alarmed critical pump error and beeping after battery installation. Verified in insulin pump history that pump error 35 was the cause of the critical pump error. No blank display noted. Verified stuck button alarm in pump history. Found moisture in insulin pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that they removed the battery and insert one after checking for any damages in the battery compartment or battery cap the pump turned for a bit showing the medtronic name then prompted a pump error too fast for them to see the specific pump error and it shut off again. Customer stated that they were unable to clear the alarm. Customer stated that stuck button alarm occurred. Customer stated that insulin pump was beeping with the notification light kept flashing red. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.